Manufacturer narrative:
Codes updated. One device was returned for investigation. The device was received with a faded line cord, bent microswitch, global display label damage, corroded quick connect and multiple scuff marks. Water was put into the tank and the temp check was attached and device turned on. It was then that the customer complaint of a leak was confirmed. Water was leaking out from underneath the plate clip. The leak was attributed to a bent microswitch. The microswitch was replaced along with the quick connect fitting and the damaged label. Functional testing and calibration tests were performed and passed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had water squirting out of the unit's "sub assembly". Patient involvement is unknown. The customer's response to our request for additional information stated "no".

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.